Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed they did not clean, disinfect, or sterilize the product before sending it to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. [Inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. ¿inspection of the objective lens cleaning function] (a)inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative initially reported (on behalf of the customer) that the evis lucera elite gastrointestinal videoscope had a leak from the forceps mouth. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign object in the nozzle.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. In addition to the foreign object found in the nozzle, the evaluation findings are as follows: due to a pinhole in the channel tube, water tightness was lost, due to wear of angle wire, bending angle in the "up" direction did not meet standard value, the bending section cover had a scratch, the adhesive on the bending section cover had a chip, the connecting tube had a scratch, the forceps elevator had a scratch, the forceps elevator knob had a scratch, the "up/down" knob had a scratch, the "right/left" knob had a scratch, the protector of the universal cord on the control section side had a scratch, the scope connector cover unit had a scratch, the forceps channel port was shaved, the switch box had a scratch, the scope connector had a scratch, the universal cord had a scratch, the grip had a scratch, and the control unit had a scratch. Additional information obtained identifies the product was not cleaned, disinfected, and sterilized before it was sent to olympus. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.